Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg, (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds. It was noted that the patient experienced exit block. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was damaged during the rv lead explant. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.